Event description:
(B)(4): it was reported that a visum 450 halogen surgical light was unable to power on. It was further reported that the power cable and receptor for the cable on the power supply box of the light have burn marks on them. There was no reported patient involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The part number referenced is for the power supply box which is the component identified as having the alleged burn marks. Evaluation summary: a stryker field service technician evaluated the device while repairing the power supply box (psb). During evaluation, it was noticed that there were burn marks on the power cable and receptor. These burn marks were potentially caused as a result of arcing between the power cord and the receptor which generated heat. The arcing was most likely due to the power cable not being fully seated into the receptacle. There was no patient involvement and no adverse consequence reported. The psb and cables were replaced and the device returned to service.